Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The manufacturer service technician reported that the device was leaking while it was being serviced at the user facility. There were no adverse consequences related to this event.

Event description:
It was reported that at the user facility that the device was leaking. Attempts are being made to obtain additional information from the user facility.